Event description:
It was reported the patient, who is part of a (B)(4) study, is deceased and died approximately (B)(6) after device system implant. The cause of death has been requested and not received.

Manufacturer narrative:
Additional information obtained reported the cause of death was ventricular fibrillation due to myocardial infarction and contributing factors of coronary artery disease, hypertension, asthma, diabetes and end stage renal disease. The patient is reported to have died at home and no autopsy was performed. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.